Event description:
The patient reported her implant area was hurting at her appointment on (B)(6) 2023. She was treated with oral antibiotics. At her appointment on (B)(6) 2024, the doctor revealed there was in fact an infection and they had put her on IV antibiotics (dalbavancin) after other antibiotics did not work. On (B)(6) 2024 the patient underwent an rns system (neurostimulator and two depth leads) explant.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.